Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium,uterine manipulator was being used on (B)(6) 2026 during a tlh and ¿after performing the colpotomy, the surgeon when to remove the uterus through the vagina with the vcare uterine manipulator and the entire device pulled out leaving the green cup and the uterus behind. The surgeon was able to grab the green cup and get the uterus out with a small delay in the case. The vcare device was examined on the back table to ensure that no pieces were left behind in the patient. There is was observed that the balloon at the tip of the vcare had burst and completely come off the device.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device and there was a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device 60-6085-201a found that the cervical cup and the vaginal cone both detached from the device. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 62 reports, regarding 65 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following:to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on (B)(6) 2026 during a tlh and ¿after performing the colpotomy, the surgeon when to remove the uterus through the vagina with the vcare uterine manipulator and the entire device pulled out leaving the green cup and the uterus behind. The surgeon was able to grab the green cup and get the uterus out with a small delay in the case. The vcare device was examined on the back table to ensure that no pieces were left behind in the patient. There was observed that the balloon at the tip of the vcare had burst and completely come off the device.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device and there was a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.